Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation: however, the plunger, suture, link, needles, and cuffs were not returned with the device. Therefore, the scope of this investigation was very limited and the reported cuff miss could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure was attempted of a moderately calcified common femoral artery using a perclose proglide device. Reportedly, a needle-to cuff miss occurred. When the needle plunger was removed, no suture was present on the needle. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The common femoral artery was reportedly moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. The patient was reported to be morbidly obese. Per the special patient populations section of the perclose proglide device instructions for use, the safety and effectiveness of the perclose proglide device has not been established in the patient populations who are morbidly obese with a body mass index greater or equal to 40kg/m2.